Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right. 3 trailing coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right 3 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received. Event outcomes were updated to recovered/ resolved for pelvic pain and lower abdominal pain. Reporter's information and essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, rhinosinusitis, fibromyalgia, anxiety, asthma, ovarian cyst, vitamin b complex deficiency and depression. Concomitant products included beclometasone dipropionate (beclomethasone cox), benzoyl peroxide (panoxyl), "cholecalciferol" (vitamin d3), ergocalciferol, famotidine, hydrocortisone, hydrocortisone (proctozone h), hydroxyzine, lamotrigine, lurasidone, mirtazapine, olopatadine, olopatadine hydrochloride (pazeo), ranitidine, salbutamol sulfate (albuterol sulfate), solifenacin succinate (vesicare), sumatriptan and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia"), abdominal pain upper ("pain stomach pain /abdominal pain(daily and severe)"), endometriosis ("reproductive system disorder or condition: type of disorder, endometriosis") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"). The patient was treated with pregabalin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, abdominal pain upper and abdominal pain had resolved and the dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right 3 trailing coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Pif received: no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, rhinosinusitis, fibromyalgia, anxiety, asthma, ovarian cyst, vitamin b complex deficiency and depression. Concomitant products included beclometasone dipropionate (beclomethasone cox), benzoyl peroxide (panoxyl), colecalciferol (vitamin d3), ergocalciferol, famotidine, hydrocortisone, hydrocortisone (proctozone h), hydroxyzine, lamotrigine, lurasidone, mirtazapine, olopatadine, olopatadine hydrochloride (pazeo), ranitidine, salbutamol sulfate (albuterol sulfate), solifenacin succinate (vesicare), sumatriptan and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), abdominal pain upper ("pain stomach pain /abdominal pain(daily and severe)"), endometriosis ("reproductive system disorder or condition: type of disorder, endometriosis") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"). The patient was treated with pregabalin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain upper and abdominal pain had resolved and the dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right 3 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: pfs received: outcome of event: abdominal pain was added. Onset date of events: abdominal pain, endometriosis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, rhinosinusitis, fibromyalgia, anxiety, asthma, ovarian cyst, vitamin b complex deficiency and depression. Concomitant products included beclometasone dipropionate (beclomethasone cox), benzoyl peroxide (panoxyl), colecalciferol (vitamin d3), ergocalciferol, famotidine, hydrocortisone, hydrocortisone (proctozone h), hydroxyzine, lamotrigine, lurasidone, mirtazapine, olopatadine, olopatadine hydrochloride (pazeo), ranitidine, salbutamol sulfate (albuterol sulfate), solifenacin succinate (vesicare), sumatriptan and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), abdominal pain upper ("pain stomach pain /abdominal pain(daily and severe)"), endometriosis ("reproductive system disorder or condition: type of disorder, endometriosis") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"). The patient was treated with pregabalin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, abdominal pain upper and abdominal pain had resolved and the dyspareunia and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right 3 trailing coils on left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, rhinosinusitis, fibromyalgia, anxiety, asthma, ovarian cyst, vitamin b complex deficiency and depression. Concomitant products included beclometasone dipropionate (beclomethasone cox), benzoyl peroxide (panoxyl), colecalciferol (vitamin d3), ergocalciferol, famotidine, hydrocortisone, hydrocortisone (proctozone h), hydroxyzine, lamotrigine, lurasidone, mirtazapine, olopatadine, olopatadine hydrochloride (pazeo), ranitidine, salbutamol sulfate (albuterol sulfate), solifenacin succinate (vesicare), sumatriptan and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and abdominal pain upper ("pain stomach pain /abdominal pain(daily and severe)"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower/ lower abdomen pain"), endometriosis ("reproductive system disorder or condition: type of disorder, endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with pregabalin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain upper had resolved and the dyspareunia, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right 3 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-nov-2020: pfs received: events: stomach pain, endometriosis , abdominal pain, concomitant drugs, medical history were added. Patient demographic, lab data were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain lower") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower and dyspareunia outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (as per pfs discrepancy noted) insertion details, specify 3 trailing coils on right 3 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received-case became serious incident. New events abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain lower were added. Outcome of bleeding and cramping was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.